Event description:
It was reported that a stent was explanted. A 7x37 express ld iliac/biliary stent was implanted in the iliac artery. A few weeks later, a target lesion was located at left iliac artery. An 8 fr al1 short tip non-bsc guide catheter was advanced; however, the guide catheter caught on the previously implanted stent and "snapped it in half." As the physician attempted to make the turn to the ascending aorta, he noticed that the stent hung on the distal end of the guide catheter. A 8x2mm unspecified balloon catheter was advanced and inflated. The guide catheter and the stent was pulled back into the iliac where the stent had been originally implanted and was wedged into place. The balloon was deflated and re inflated inside the stent. A unspecified stent was deployed to crush the broken stent into place. No further patient complications were reported and the patient was fine.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).